Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial implant the pulse generator exhibited no telemetry through programmer. The telemetry wand was placed on the device and communication was re-established. The patient did not experience any adverse consequences. The device was implanted successfully.